Event description:
It was reported that during implant, fluoroscopy revealed the left ventricular (lv) lead dislodged. The physician elected to use a different lv lead. The patient condition was stable.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. Double-bend height of the lead was measured within specification. Visual inspection did not find any anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.